Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise resulting in two inappropriate shocks and anti-tachycardia pacing (atp). High out-of-range pace impedance measurements and high pacing thresholds were also observed. Suspecting lead fracture, the physician elected to perform a revision procedure wherein the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.